Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult to open or close (gripper actuation ¿ both) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that the patient underwent a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced in the patient and the leaflets were grasped. It was noted that the grippers weren't lowering. The clip was removed from the patient and replaced. The procedure was complete with two implanted clips reducing the final mr to a grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.